Manufacturer narrative:
Rec'd by MFR: 29nov2019. The gas delivery system assembly (gds) and blower motor assembly were returned to the manufacturer's failure investigation laboratory for evaluation. Visual inspection of the gds and blower motor assembly revealed no signs of physical damage and contamination. The gds and blower motor assembly were each installed into the failure investigation (fi) test ventilator to verify and test their functional integrity. From testing, it was determined that the test ventilator utilized with these returned components passed all testing, and no errors were generated. The alleged condition could not be verified. Both the gds and the blower assembly passed all testing. No fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/18/2019. This issue was addressed in-house by the customer - there was no on-site evaluation by the manufacturer. The customer reported that this issue was not caused by the ventilator, but instead by an issue with the oxygen supply components from their wall source. Correcting this issue resolved the reported event. No components were replaced in the ventilator.

Event description:
The customer reported a ventilator that was not able to detect oxygen. There was no patient involvement / harm.